Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. When the pump was pressed, it was squeezed (dimpled). Doctors and nurses tried several times following known troubleshooting techniques in the hospital, but it did not work as expected. The pump was replaced under discretion of the doctor. The patient was retrained in the using of the pump. The patient got better following the procedure.

Manufacturer narrative:
Field change: b5, d11, h10. The complaint component was returned and analyzed, and the reported allegation of pump collapsed/dimpled/flat was confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed deflation test and failed the 8lb. Activation test.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. When the pump was pressed, it was squeezed (dimpled). Doctors and nurses tried several times following known procedures in the hospital, but it did not work as expected. The pump was replaced under discretion of the doctor. The patient was retrained with the procedure for using the pump. The patient got better following the procedure.